Manufacturer narrative:
(B)(4). The set was requested, however, it could not be located at the customer's facility. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported a slit noted in IV tubing, at unspecified location, during a blood transfusion. No patient harm reported. No additional information was available.